Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the cartridge was changed to try and address the issue; however, the issue persisted. The customer declined further follow-up from tandem technical support and planned to perform an additional cartridge change to address the issue. Customer's blood glucose was 234 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.